Event description:
The manufacturer originally received the device with no complaint.

Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. Foreign material was found in the connector ports. The insulation coating and connector block were scratched. The automated test console passed. Final device analysis revealed a reliability non-conformance for the lead. The device failure was related to the event. All the multiple conductors and wires were broken. Conductors 1 and 2 were broken in two places; 4 cm and 4.5 cm from the distal end. Electrode 0 sleeve was broken/torn off and not returned. The distal end was stretched. Environmental stress cracking was observed on the distal tip in between the electrode sleeves. The outer insulation was intact. The proximal end was intact and undamaged.